Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber damaged at tip at 150,000 joules. The case was completed with a "turp." Patient outcome: "no damages to the patient."

Manufacturer narrative:
(B)(4).